Event description:
Following surgery, and after the pt was turned over, a small (one centimeter) laceration was noted in the anterior region of the pt's head at the site of one of the two rocker arm pins. The laceration was sutured with 3-0 vicryl. The surgeon reported that he had set the torque knob to 60 pounds at the beginning of the case, it was now reading 40 pounds. The surgeon states that he was performing neck surgery and was not working anywhere near the skull clamp. He had no explanation for the slip other than to suspect a possible problem with the torque knob. The clamp was tested and found to be within MFR's specification.